Event description:
The patient received her scs system on (B)(6) 2005. It was reported that the ipg is no longer holding a charge as the patient has had to recharge the ipg more frequently. The patient was referred to a neurosurgeon to explant and replace the ipg. The surgical procedure has not been scheduled at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.